Event description:
It was reported that this right ventricular (rv) exhibited low, out of range shock impedance (19 ohms). A technical service consultant provided recommendations for lead integrity testing. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).